Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of bent tips of knives; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos and video given by the customer was reviewed by the manufacturing site. Three photos confirm knife with bent tip, one photo is of two safety blades in blisters, one photo is of two safety blade tyveks, and one photo is of carton label. The video is of a bent knife tip. The reported issue of bent tips of knives is confirmed and the reported product and lot information is confirmed in the photos and video. The given photos and video confirm the bent tip reported by the customer; however because the knives were not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic knives were found to have bent tips during the phacoemulsification procedure. The surgery was completed after replacing the product with another one. No harm was caused to the patient.